Event description:
It was reported that a pt who previously had undergone an x-stop procedure had additional spinal surgery due to progression of lumbar spinal stenosis. The x-stop implant was removed at the time of additional spinal surgery. There were no complications reported. No other information was provided.

Manufacturer narrative:
Method - device not returned. Follow up with physician.